Event description:
Item was inspected prior to usage. Gel not complete, smallhole in center. Device was not used. Device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: anticipated adverse reaction - long term. Conclusion: device was out of spec but this does not relate to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.